Manufacturer narrative:
Device powered up with a blank display due to a crack at the top of the battery compartment. As a result of the crack, the battery cap contact was not making good contact with the metallic sleeve of the battery compartment. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the crack. Device received with a crack on the battery tube which extends to the top where the battery threads are located.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 57 mg/dl at the time of the incident. Customer stated that the insulin pump received replace battery alert. The customer stated the location of damage was back of the insulin pump. The customer was assisted with troubleshooting and reported that the reservoir lip ring was not damaged. Customer stated that the new battery resolved the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.